Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device code - unknown. Date implanted - unknown. 510(k) number ¿ unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Product location is unknown.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2015 due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2015 due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a left hip revision procedure approximately fourteen (14) years post-implantation due to pain and loosening of the cup. During the procedure, metal stained fluid, fatty atrophy with calcifications in abductors and a well-fixed stem were noted. The acetabular cup, modular head and metal liner were removed and replaced with competitor acetabular cup and liner.